Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that revascularization occurred. On an unspecified date, the 20mm x 2.50mm ion stent was implanted to treat a lesion in the first obtuse marginal branch (om). In (B)(6) 2013, target vessel revascularization was performed on the om. Further information has been requested but has not been received.